Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. However, it was determined that the device had signs of immersion, unknown liquid residue on the back plate of the electric control unit and motor shaft, and corroded ball bearings. It was determined that these were consistent with improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during an open reduction internal fixation (orif) surgical procedure using tibial nail in the pelvis section, it was observed that two small battery drive devices simply would not work when a fully charged battery device was inserted into the devices. It was further reported that when the battery device was placed back in the charger device it did not work anymore. It was reported that there was a five minute delay in the procedure as identical spare devices were available for use to complete the surgery successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.